Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -12.0/1.5/087 (sphere/cylinder/axis) tore/broke before/during loading after opening the vial for the patient's left eye (os) on (B)(6) 2018. An alternate lens was successfully implanted on (B)(6) 2018. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#: (B)(4).